Event description:
The customer states that during cap proficiency testing the provue gave a false negative result for a crossmatch iat test with a sample that had anti-c. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and checked the reader camera alignments and found them within specifications. The fe cleaned the camera diffuser plate, lamps, and camera lens thoroughly. The fe performed the reader camera fine adjustments and received a light reading of 115 (well within specifications of 101-128). The fe also created a new reference image. The fe ran wad diagnostics reading / pipetting simulation successfully. The customer ran, verified, and accepted qc. The customer reran the iat crossmatch with the same cap samples and resulted as expected. Repairs have returned the instrument to expected operation. (B)(4).